Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the completed investigation, the cause of the reported malfunction was a corroded connector cable and plug unit. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported a scope communication error (e226) involving an olympus gastrointestinal videoscope. There was no patient injury reported.